Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating this electrode exhibited a sudden increase in shock impedance measurements, including high out of range impedance measurements. Oversensing continued to be observed as well. This electrode and the associated subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted. A new s-ICD system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The complete electrode was returned in two segments, severed approximately 28 centimeters (cm) from the terminal end. An x-ray was performed which revealed the conductors were fractured. Laboratory analysis confirmed the reported observations due to electrode fracture. The cause of the fracture was unable to be determined.

Event description:
The electrode was returned and analysis completed.

Manufacturer narrative:
The complete electrode was returned in two segments, severed approximately 28 centimeters (cm) from the terminal end. An x-ray was performed which revealed the conductors were fractured. Laboratory analysis confirmed the reported observations due to electrode fracture. The cause of the fracture was unable to be determined.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock while walking to a friend's house. Initial review of the episode on the patient's remote monitoring system revealed that it was potentially due to noise being oversensed. The data was sent to boston scientific technical services (ts) for review. A ts consultant agreed that there was noise that was causing oversensing and discussed the potential causes for the noise and additional troubleshooting. In addition, the ts consultant noted that the patient had received additional inappropriate therapy from the s-ICD and there were other untreated episodes that were all recorded due to the noise. The shock impedance measurements varied for each shock delivered. The patient was brought in to perform testing. The noise could be recreated very easily by manipulating the sense a portion of the electrode in both secondary and alternate vectors. No noise was observed in the primary vector. X-rays did reveal that the electrode does not appear to be down on the fascial plane; however, the terminal pin does appear to be fully inserted into the device header. The ts consultant discussed that the noise on the sense a portion of the electrode could be a result of a mechanical issue within the electrode. The s-ICD was programmed to the primary vector with smartpass on and the patient will continue to be monitored on their remote monitoring system. No adverse patient effects were reported. Additional information was received indicating this electrode exhibited a sudden increase in shock impedance measurements, including high out of range impedance measurements. Oversensing continued to be observed as well. This electrode and the associated subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted. A new s-ICD system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The complete electrode was returned in two segments, severed approximately 28 centimeters (cm) from the terminal end. An x-ray was performed which revealed the conductors were fractured. Laboratory analysis confirmed the reported observations due to electrode fracture. The cause of the fracture was unable to be determined.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock while walking to a friend's house. Initial review of the episode on the patient's remote monitoring system revealed that it was potentially due to noise being oversensed. The data was sent to boston scientific technical services (ts) for review. A ts consultant agreed that there was noise that was causing oversensing and discussed the potential causes for the noise and additional troubleshooting. In addition, the ts consultant noted that the patient had received additional inappropriate therapy from the s-ICD and there were other untreated episodes that were all recorded due to the noise. The shock impedance measurements varied for each shock delivered. The patient was brought in to perform testing. The noise could be recreated very easily by manipulating the sense a portion of the electrode in both secondary and alternate vectors. No noise was observed in the primary vector. X-rays did reveal that the electrode does not appear to be down on the fascial plane; however, the terminal pin does appear to be fully inserted into the device header. The ts consultant discussed that the noise on the sense a portion of the electrode could be a result of a mechanical issue within the electrode. The s-ICD was programmed to the primary vector with smartpass on and the patient will continue to be monitored on their remote monitoring system. No adverse patient effects were reported. Additional information was received indicating this electrode exhibited a sudden increase in shock impedance measurements, including high out of range impedance measurements. Oversensing continued to be observed as well. This electrode and the associated subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted. A new s-ICD system was successfully implanted. No additional adverse patient effects were reported. The electrode was returned and analysis completed.

Manufacturer narrative:
(B)(4). At this time, the s-ICD and electrode remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock while walking to a friend's house. Initial review of the episode on the patient's remote monitoring system revealed that it was potentially due to noise being oversensed. The data was sent to boston scientific technical services (ts) for review. A ts consultant agreed that there was noise that was causing oversensing and discussed the potential causes for the noise and additional troubleshooting. In addition, the ts consultant noted that the patient had received additional inappropriate therapy from the s-ICD and there were other untreated episodes that were all recorded due to the noise. The shock impedance measurements varied for each shock delivered. The patient was brought in to perform testing. The noise could be recreated very easily by manipulating the sense a portion of the electrode in both secondary and alternate vectors. No noise was observed in the primary vector. X-rays did reveal that the electrode does not appear to be down on the fascial plane; however, the terminal pin does appear to be fully inserted into the device header. The ts consultant discussed that the noise on the sense a portion of the electrode could be a result of a mechanical issue within the electrode. The s-ICD was programmed to the primary vector with smartpass on and the patient will continue to be monitored on their remote monitoring system. No adverse patient effects were reported.